Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the half white images were being displayed by the system. Also, the system mobile view station (mvs) computer kept crashing. Re-installed the software on mvs & image acquisition system (ias) computers to resolve windows os crashing. Tested the system with 2d & 3d spins without duplicating the issue. A software investigation was also completed. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system was able to acquire images, but only half of the image can be seen. There was no patient present when this issue was identified. No additional details were provided.